Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the implant procedure, the implantable pulse generator (ipg) was interrogated and alerted for a power on reset (por). The device was not implanted. No patient was involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis verified the failure mode. Extensive testing was unable to reproduce the reset conditions. The cause of the system resets at implant could not be determined. If information is provided in the future, a supplemental report will be issued.